Event description:
.

Manufacturer narrative:
A medwatch form was received by the user facility. Investigation: the investigation could not verify the problem of the pump alarming or failing. The pump was found to be slightly out of calibration, but this is not related to the problem reported. No abnormal operation or failures were found. The customer will be contacted by the sales rep to provide any additional in-servicing needs.